Event description:
Allegedly, eprd reported 11 new complications for biolox ceramic head® revision (10 dislocation/instability and 1 peri-fracture events). Re-revision surgery. No further information was reported. This incident is capturing 10 dislocation events.